Event description:
This report summarizes one malfunction. A review of reported information indicates that model cre14s, recanalization catheter, allegedly experienced fracture, material separation, material split/torn, and retraction issues. This information was recieved from a single source. One patient was involved with no reported patient injury. The male patient is a 78 year old male weighing 65 kgs.

Manufacturer narrative:
H10: the lot number for the device was provided, therefore a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for material separation, fracture, and material tear. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The device was returned for evaluation. The evaluation was identified fracture, material separation and material split. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model cre14s, recanalization catheter, allegedly experienced fracture and material separation. This information was recieved from a single source. This malfunction involved a 78 year old male weighing 65 kgs, with no reported consequences.

Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model cre14s, recanalization catheter, allegedly experienced fracture and retraction problem. This information was received from a single source. This malfunction involved a (B)(6) year old male weighing (B)(6) kgs, with no reported consequences.